Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record indicates the order was built to specification. A sample was not returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported that there fibers from the basin were noted floating in sterile water during a procedure. Also, the instruments are rinsed using the sterile water from the basin. The reporter could not verify if there was any fiber retained in the patient's eye during the event. Additional information has been requested for this report. There is no product sample available for this event as per the reporter.

Event description:
A nurse reported that there fibers from the basin noted floating in sterile water during a procedure. Also, the instruments are rinsed using the sterile water from the basin. The reporter could not verify if there was any fiber retained in the patient's eye during the event. Additional information has been requested for this report. There is no product sample available for this event as per the reporter.